Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: unknown; requested but not provided; it is unknown if the lens was partially or fully implanted. Section d6b: if explanted, give date: unknown; requested but not provided; it is unknown if the lens was partially or fully implanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two other complaints for this po number have been received. The complaint issues reported are not related. Based on the complaint history review (chr) results, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a tear in the preloaded monofocal intraocular lens (iol). The issue occurred when inserting and the haptic and optic were in contact with the eye. It is unknown if the lens was fully or partially inserted. There was a delay in procedure by 20 minutes. Sutures were needed. There was no patient injury. The patient is doing fine. The lens was not stuck in the cartridge. No further information was provided.